Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot# 7434053 manufacturing date: february 11, 2017. Expiration date: february 14, 2022. Lot# 7448898 manufacturing date: march 25, 2017. Expiration date: march 24, 2022 . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation, or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: surgical intervention to release the capsule. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with two mentor memory gel breast implant 350cc (catalog# 3503504bc) and experienced capsular contracture, baker grade unk on the left side post-operatively, which was confirmed by a physician and required surgical intervention to release the capsule. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The serial number of the impacted device is currently unknown, but it is either (B)(4). If additional information is received in the future, a supplemental report will be submitted